Manufacturer narrative:
Date sent: 11/10/2008. Information is unavailable; device was not returned for eval.

Event description:
It was reported that during an unknown procedure, the reductor presented leaking. No further info was or will be provided. No sample will be returned. Unknown how case will be completed. There were no adverse consequences to the patient.